Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was no longer holding a charge. The ipg was replaced with an MRI compatible device the patient was doing well postoperatively. No device malfunction was suspected. The explanted ipg was not returned to bsn due to hospital policy.